Event description:
During patient use, the ventilator displayed a 'back up battery failure' and alarmed while the ventilator was connected to the charger and operating normally. The ventilator was removed from the patient and replaced with another one. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, no patient information was provided.